Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, and low impedances. It was suspected the cause was a dislodgment, subsequently technical services recommended to performed an x-ray to address it. At this time, the lead will be in continue monitor and has been reprogrammed. The physician noted that the lead will be change when the device is change. This lead remains in service. No adverse patient effects were reported.